Event description:
Reporter stated that 3 blood glucose tests were performed from a single heelstick: 1 drop of blood was directly analyzed on the inform system; blood was collected into a heparin microtainer, with a drop being taken from the microtainer and tested on a 2nd inform and the remainder being sent to the laboratory for a glucose test. Blood glucose on the informs were reported as 52 mg/dl and 46 mg/dl, and the laboratory result was 33 mg/dl. It is unknown which result came from which inform. Testing was performed as part of a correlation study; results were not used for patient treatment; no adverse event reported. A request was made for the return of the suspect device and replacement product was sent.